Manufacturer narrative:
(Intervention required) - eval, results - (graft occlusion). (Severe thrombosis of the vessels).

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessels were non-tortuous and non-calcified and had severe thrombosis, which caused outside pressure on the stent graft. It was reported that the stent graft was advanced and implanted without difficulties. Upon the final angiogram, there was an indentation/kink at the stentless area of the stent graft, such that approx 50% of the stent graft was compromised. The iliac limbs were not crossed, and the stent graft was not twisted. The physician elected to implant an aneurx stent graft within the talent graft, which successfully restored blood flow. No additional clinical sequelae were reported, and the pt is fine.